Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place. The pump passed idle current test, run current test, self-test, off no power test, error test, prime test, excessive no delivery test, displacement test and rewind test. The pump was unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The location of the damage is reservoir threading. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.